Manufacturer narrative:
The device was returned as part of the asset return process and device evaluation found the nozzle was clogged with an unknown foreign material and the bending section cover and plastic distal end cover were dirty. In addition to the reportable malfunction, olympus also found the following: leakage from scope connector; image guide protector had a cut; light guide-cover glass had a dent; plastic distal end cover had a dent; universal cord had a scratch; scope cover had a scratch; suction cylinder was shaved; because suction cylinder was shaved, suction volume did not meet the standard value; due to wear of angle wire, the play of right/left knob was out of the standard value; connecting tube had discoloration; universal cord was sticky; suction connector had a scratch; objective lens had a scratch; due to wear of angle wire, bending angle in down, left, and right directions did not meet the standard value; control unit had a scratch; light guide lens had a scratch; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; due to deformation of bending tube, bending angle in up direction did not meet the standard value; grip had a scratch; due to deformation of suction connector, water tightness was lost; universal cord had discoloration; due to clogging of nozzle, water removal ability did not meet the standard value; and the forceps channel port was shaved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was present clogging the nozzle and both the bending section cover and plastic distal end cover were dirty. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Upon further follow up the customer provided the following information; they don't not maintain cleaning sterilization and disinfection (cds) logs for external devices and the discovered leak restricted the customer to adequately clean the device. Although foreign material/dirty substance was found in the nozzle, bending section cover, and probe cover, the specific material could not be identified. It is likely the foreign material remained adhered to the device because reprocessing could not be properly/fully performed due to the discovered leak in the scope connector. The events can be detected and prevented by handling the device in accordance with the following IFU: gif-q150, cf-q150l/I operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif-q150, cf-q150l/I reprocessing manual "3.3 precleaning, 3.5 manual cleaning " shows how to prevent the event olympus will continue to monitor field performance for this device.